Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that scope's picture was very blurry from the start of the case. It was confirmed that there was no patient injury / impact due to this and the procedure was completed successfully with another sterilized scope and a delay of 2 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
Conclusion summary: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, scope's picture was very blurry, could be confirmed. An examination of the optics revealed that one or more rod lenses in the system had burst. Residue and glass shards are visible when focusing. The distal solder joint is corroded. Residue is visible behind the distal cover glass. The damage observed was not caused by a manufacturing or production defect but is attributable to mechanical damage (excessive bending of the shaft) during clinical use or clinical reprocessing. The evaluation for the period from (B)(6) 2023 - (B)(6) 2026, revealed a rate of (B)(4) based on a total sales volume of (B)(4) units and six (6) complaints regarding this defect. No further measures will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint (B)(4).